Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was taken to the hospital via emergency medical services (ems) due to an emergency during continuous cyclic pd (ccpd) therapy. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient became confused during ccpd on (B)(6) 2026 and was taken to the emergency room via ems (occurred during ccpd therapy, unknown phase). Although the timelines and details are limited, the pdrn stated the patient was diagnosed with a stroke and is currently undergoing anticoagulation therapy. The nephrologist reported that the patient suffered a stroke due to their ongoing hypertension issues and that it was unrelated to pd therapy. The pdrn confirmed the serious adverse events did not involve a malfunction or deficiency of a fresenius device(s) and/or product(s). The patient currently remains hospitalized, and no discharge plans have been relayed to the pdrn. The patient continues to undergo ccpd while hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, the liberty select cycler can be disassociated from having a causal or contributory role in the serious adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device and/or product. Furthermore, there was no report a fresenius device and/or product failed to meet the users¿ expectations and/or the manufacturers¿ specifications.